Manufacturer narrative:
Date of event: estimated as beginning of year.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced urethral atrophy. The device was explanted and replaced. No additional patient complications were reported.